Manufacturer narrative:
The reported event of third party front case file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There is no report of patient involvement.

Event description:
During a site visit, it was reported that third party parts are being used as replacement parts for devices. The customer stated they had not replaced the front bezel for the device, and it may have been completed if the part was repaired by a 3rd party vendor or by the facility personnel. There is no report of patient involvement.